Manufacturer narrative:
According to the customer, on (B)(6) 2022, the patient's mother disconnected the feeding after a cycle and when she was going to start the next feeding cycle she noted an 'occlusion in the tube' that appeared to be 'part of the adaptor'. According to the customer the patient was taken to the hospital where he had a procedure with interventional radiology to have the tube replaced. According to the customer the mother reported that her son tolerated the procedure and denies any injury. The sample was returned for evaluation and a definitive root cause could not be determined at this time. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2022, the patient's mother disconnected the feeding after a cycle and when she was going to start the next feeding cycle she noted an 'occlusion in the tube' that appeared to be 'part of the adaptor'.